Event description:
Transitory elevation in pump arterial line resulted in recirculation disconnect. Patient was put in trendelenburg, line was reconnected, 1 liter of .9 % nacl and one unit of prbc's was added to the circuit to replace the ~ 1 l of perfusate lost; cpb proceeded without untoward incident. Entire event estimated to be less than one minute. No air was entrained; patient map was maintained at 42 mm hg and above. Pump flow did not go below 3l.